Manufacturer narrative:
(B) (4).

Event description:
It was reported that the surgeon inserted a cc4204bf single piece collamer lens and the lens split advancing thru the injector system. The lens was partially inserted and removed without any pt injury. The reporter stated the incident was due to a loading error.